Event description:
A us distributor returned a monitor and reported monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the monitor will not power up. The cause of this was a shorted ca board and f600 measuring open. The root cause of the shorted ca board cannot be positively identified. There was no adverse event that resulted from the damaged battery.